Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that the patient presented for a new generator implant. During the procedure, the atrial lead was noted to be damaged. The lead was not used, and a new lead was implanted. There were no patient consequences.